Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The logfile shows twenty successfully performed treatments. The reported treatment could be identified in the logfile. The logfiles shows the vacuum two time was around forty six seconds. The treatment of the patient´s left eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be determined conclusively, however there is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that incomplete perforation of the flap and had to be continued manual with the knife during laser application, scarring on the cornea which resulted in worsening of visual acuity in the left eye of a patient, during lasik surgery. The patient had no prior refractive surgeries and no pre-existing ocular conditions.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).